Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260; serial/lot #: (B)(6); ubd: 18-jun-2029, UDI#: (B)(4); product ID: 97 7a260; serial/lot #: (B)(6), ubd: 18-jun-2029, UDI# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lead migration or dislodgement was identified after x-ray imaging showed that both implanted leads had migrated. The patient reported no falls, trips, or accidents and no stimulation issues were reported. A device revision was performed, during which the physician explanted both leads and replaced both leads. No injury was reported and the issue was reported as resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.